Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer.review of the clinical data showed that there were large fluctuations with the patient impedance during CPR and when a pace spike occurred. These fluctuation indicate poor coupling between the electrode pads and the patient's skin. This type of condition could contribute to the lack of capture with the patient's rhythm. The electrode pads were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown) in cardiac arrest, the device was unable to pace. Complainant indicated that the clinician performed CPR and administered epinephrine to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.